Event description:
Customer's husband reports back to back comparison of meter to lab while using the compact system with results of 115mg/dl on the meter and 70mg/dl at the lab. No controls were run. No adverse event reported. Husband reports customer no longer has strips; a replacement was sent.